Manufacturer narrative:
(B)(4). Date sent to the FDA: 10/20/2016. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the date of the procedure? What was the condition of the tissue (normal, diseased, weakened)? How was the suture placed (starting at end or middle of incision)? Was the fixation tab intact when the suture was placed in the patient? What is the surgeon opinion as to relationship of the suture contributed to the symptoms? What was the date of the second procedure? What was the location of breakage, initiation or termination end? Did the stratafix symmetric suture pull through the tissue? Do you have any photos of the tissue damage during second procedure? What are the patient age, weight, past medical and surgical history? Do you have the stratafix suture for evaluation? Can you identify the lot number of the stratafix? What is the current condition of the patient?

Event description:
It was reported that the patient underwent hip replacement surgery on (B)(6) 2016 and barbed suture was used. The surgeon opined that the barbed suture may have torn the retinaculum, per an MRI. The surgeon used suture to complete the procedure. Additional information has been requested.